Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This product is indicated for use in coronary arteries only per directions for use (dfu) / product label. However, the complaint states that this device was used in the superficial femoral artery. The most probable root cause is considered use error. (B)(4).

Event description:
It was reported during peripheral treatment procedure, a balloon detachment occurred. The target lesion being treated was located in the heavily calcified superficial femoral artery (sfa) of the right leg. A flextome cutting balloon device monorail 10/4.00 delivery system was used in the procedure. There was no issue during advancement of the cutting balloon through an unspecified 6 fr. Introducer sheath. The cutting balloon was unable to cross the lesion. During the withdrawal resistance was encountered. After removal of the device, it was noted that the balloon had detached and remained in the patient's leg. The procedure was aborted. No further patient complication was reported and the patient's condition was noted fine.